Event description:
It was reported in a service report that there was a broken footboard and that the communication cord wall connector was smashed. There were no adverse consequences reported.

Manufacturer narrative:
Result: footboard damage/communication cord wall connector.